Event description:
It was reported that the customer received a button error alarm and was unable to clear it. The customer stated that their act button was sticking as well. The customer had been removing the battery in order to reset the insulin pump when the issue occurred, but the insulin pump stopped resetting. The customer's blood glucose was 156 mg/dl. The customer stated that she was doing yoga earlier and was on a pose for too long when asked if there were any significant events leading to the alarm. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No unexpected button error alarm was noted. The pump also had a broken reservoir tube lip, broken battery tube threads, a broken battery cap, a stripped coin slot, minor scratches on the lcd window, a cracked reservoir tube, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.